Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation alleges that patient experienced pain in and around the hip joint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Event description:
Update 23 feb 2015: revision confirmed ((B)(6) 2015), additional reason for revision: noise, taper sleeve details, stem remained in situ, surgeon's first name, sales rep, office contact, brand/common name for existing products, exp dates, 510k number for all products.

Manufacturer narrative:
Depuy still considers this investigation closed.